Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the loading or firing of the device on a laparoscopic procedure, the stapler fell apart and they could not unload it. The parts of the device also broke off. They opened a new product to complete the case. There was no patient injury.